Manufacturer narrative:
H10: although a quantity of one was reported, two used devices were received for evaluation. Visual inspection of both devices did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure test and clear passage tests were performed which revealed a leak between the assembly of the tubing into the drip chamber on both of the devices. The reported condition was verified for both samples received. The cause of the condition was due to either an incorrect application of the amount of solvent or an incorrect assembly method during the manual step of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the tubing meets the drip chamber. The issue was identified during priming with saline. There was no patient involvement. No additional information is available.